Manufacturer narrative:
A partial lead distal segment measuring 33.5 cm / 35.5 cm (lead insulation/inner coil and cables) was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving high voltage therapy. Upon interrogation, the right ventricular lead exhibited low impedance and pocket stimulation was revealed. The shock therapy was appropriate but ineffective. Patient's ventricular tachycardia self terminated. Can on lead abrasion was suspected. Device was programmed off for pacing and defibrillation therapies. The lead was extracted and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.

Event description:
New information received stated that patient's implantable cardioverter defibrillator and atrial lead were explanted on (B)(6) 2018 due to atrial noise.